Event description:
Coiling treatment of an aneurysm. It was reported that the coil could not be detached. After removal, the aneurysm had ruptured. The physician used additional coils to complete the procedure. No patient injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.